Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 558-559 mg/dl. Reportedly, the customer changed the infusion set multiple times and delivered a correction bolus to address bg level. The cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.